Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the condition of the sample. The product returned for evaluation was one 4fr s/l groshong catheter. The extension tube markings were completely worn. Usage residues were observed throughout the sample. The sample terminated just distal of the 35cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained hydraulic pressurization of the sample. Microscopic inspection of the distal end of the sample revealed a primarily glossily striated surface. A small dully granular region was also observed. The glossy striations in the catheter material at the distal end of the sample were typical of a sharp instrument cut made with grind-sharpened blade. The event description indicated that the reported leaks occurred at the 35cm depth marking, where the catheter was cut prior to being returned. It is possible that the leak site was not returned for evaluation. Consequently this complaint is inconclusive at this time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reyi2688 showed one other similar product complaint from this lot number. Both complaints for this lot number (reyi2688) have been reported from the same facility in (B)(4).

Event description:
It was reported by the doctor that there were sandholes or pin-sized holes at 35cm of the PICC tube body of the patient. The patient had the insertion on (B)(6) 2015 and in (B)(6) 2016, it was found that the catheter shifted 2cm, and then "sandholes" were found. The catheter was then removed.